Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient admitted to the micu. Testing results (ng/ml): (B)(6) 2011, time unk 0.00 (2 times). Beckman: (B)(6) 2011 time unk 12.0 and 12.3 (lab). The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.